Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) his lead were noted to exhibit high threshold. The rv lead output was reduced but the patient later returned to clinic with complaint of dizziness so the lead output was returned to the original setting. The cardiac resynchronization therapy pacemaker (crt-p) battery estimate was noted to be higher prior to the rv lead and lv his lead output increase.  The crt-p, rv lead and lv his lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5.desc evt problem medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) his lead were noted to exhibit high threshold. The rv lead output was reduced but the patient later returned to clinic with complaint of dizziness so the lead output was returned to the original setting. The cardiac resynchronization therapy pacemaker (crt-p) battery estimate was noted to be higher prior to the rv lead and lv his lead output increase. The crt-p, rv lead and lv his lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.